Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this implantable cardioverter defibrillator recorded an alert for shock impedance high out of range, measuring greater than 125 ohms. The averaged shock impedance is around 90 ohms and included variation between 80 to 120 ohms. No noise was stored or present on the shock egms. Boston scientific technical services recommended that the patient be followed up in-clinic and perform lead testing. Additionally, the patient was seen in-clinic, testing results were within normal range. The device was reprogrammed, shock impedance alert was increased to 150 ohms. No adverse patient effects were reported. This device remains in service.